Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day as onset the patient presented to the emergency room for abdominal pain but was not admitted. The patient was prescribed unspecified antibiotics; however the patient did not take them. The patient was hospitalized one day after onset for the peritonitis event. On an unreported date, the patient began treatment with unknown antibiotics for peritonitis. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. On an unknown date during the hospitalization, dianeal therapy was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.